Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure for a small lesion in the lingula of the left upper lobe and reportedly experienced a pneumothorax. The patient had a full left lung collapse and developed shortness of breath. A chest tube was inserted and the patient was hospitalized for 2 days. The patient was discharged home in stable condition. Although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred, the physician believes that the ion product caused the pneumothorax as the biopsy tool entered the pleura. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported by the intuitive surgical, inc. (Isi) endoluminal territory associate (eta) that a patient underwent an ion endoluminal lung biopsy procedure for a 9 mm lung nodule in the lingula of the left upper lobe using a 19g flexision needle and third party forceps compatible with the ion system. The patient experienced a pneumothorax. Isi followed up with the physician and obtained the following information: the flexision needle and a third-party forceps compatible with the ion system were used for the biopsy procedure. The patient had a full left lung collapse which was identified post-procedure on fluoroscopy and then on chest x- ray. A chest tube was inserted to resolve the pneumothorax and the patient was admitted for 2 days. The physician said that it was his standard practice to keep his patients in for 2 days after a chest tube is inserted. For the first 24 hours, the chest tube is placed under suction, which is followed by clamping before removing it. The pneumothorax did not grow over time and the patient was not medically unstable. The patient had shortness of breath the next day which resolved in 24 hours. According to the physician, the patient had other lung problems and the shortness of breath may be from undergoing anesthesia and stress. No malfunction of an ion product occurred. The physician believes that the ion product caused the pneumothorax as the biopsy tool entered the pleura. There was no issues with the tool. The pneumothorax occurred mainly due to the location of the nodule. No other modality could have been used for this biopsy as the lesion was too small. The patient was discharged home stable and is doing fine.